Manufacturer narrative:
An impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual inspection of the as returned product identified a fracture at the collar. No pre-existing conditions were noted on the complaint. The reported device was location is #30 and length of usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (60584652). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60584652) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided patient weight unknown / not provided. Implant date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that the implant had to be removed as the collar of the implant fractured. Patient will return for a new implant. Tooth #30.